Manufacturer narrative:
This follow up report is to report that this MDR is a duplicate of MDR # 3013111692-2026-07624. Please disregard this report due to this being a duplicate report. Device received for this event is being corrected from osseospeed tx 4.5, 11 mm catalog # 24952 to competitor unknown product consumables catalog # competitor unknown product consumables. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.